Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an attempted implant of a right atrial (ra) lead, far field sensing was being detected from the right ventricular (rv) lead. The ra lead was explanted and a new ra lead was implanted in a different location. The new ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.